Event description:
In 2008, the dex com sensor was inserted into the left lower quadrant of the abdomen. Two hours later, the device alarmed and ended the session. The sensor unit was removed later that evening, but the sensor wire was not attached. Upon inspection of site, the sensor wire was felt under the skin. Another sensor was inserted on right lower quadrant of abdomen. On two days later, the device alarmed and ended the session. When the mother removed sensor unit, part of the sensor wire remained under the skin.